Event description:
Reporter had knee replacement done three years ago. In (B)(6) 2023 he started to experience pain and swelling. He had xray done tuesday (B)(6) 2023 and the doctor confirmed that he would need knee replacement again due to a recall on the product. He will be having surgery on thursday (B)(6) 2023.